Manufacturer narrative:
Nishii, nobuhiro, et al. (2025). Ev-ICD implantation after tv-ICD and s-ICD extraction. Jhrs2025/aphrs2025.

Event description:
It was reported per literature review that after the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was replaced, the position of the generator was changed caudally to attempt to prevent inappropriate shocks. After that, the patient suffered from inferior myocardial infarction, and qrs morphology changed to complete right bundle branch block. An inappropriate s-ICD shock was delivered twice due to myopotential and t-wave oversensing. Subsequently, the s-ICD system was explanted and replaced with an extravascular implantable cardioverter defibrillator (ev-ICD). No additional adverse patient effects were reported.